Event description:
It is reported that the device was implanted in 2004 and that it was revised in late 2008, due to dislocation.

Manufacturer narrative:
Evaluation summary: we are unable to evaluate the mating conditions of the shell and liner, liner and locking ring, liner and head, or head and femoral stem neck since parts were not returned. The orientation of the shell, direction of dislocation, or how the liner was seated in the shell could not be determined since surgical notes and x-rays were not provided. Information about adequate muscle tension and leg length could not be assessed. Possibly, a vertically positioned shell (above 45 degrees) led to the chronic dislocation. Method and results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.